Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle experienced a clogged/blocked cannula and foreign matter contamination. Product defects were noted during use. The following information was provided by the initial reporter: during use, it found that the eclipse's cannula was blocked and has fm on the cannula tip.

Manufacturer narrative:
H.6. Investigation: bd received 1 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for clogged cannula and fm with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for clogged cannula and fm with the incident lot was observed . Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle experienced a clogged/blocked cannula and foreign matter contamination. Product defects were noted during use. The following information was provided by the initial reporter: during use, it found that the eclipse's cannula was blocked and has fm on the cannula tip.